Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 195.0 mcg/day via an implantable pump. On (B)(6) 2010 an infection was reported. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The pump was explanted due to the infection and would be replaced when infectious disease clears the patient. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.